Event description:
It was reported that this implantable cardioverter defibrillator (ICD) inappropriately delivered anti-tachycardia pacing (atp) and shocks due to atrial fibrillation (af) with rapid ventricular response episodes. Technical services (ts) discussed device reprogramming and medication. The ICD is functioning as programmed. No additional adverse patient effects were reported.